Event description:
A caller reported a malfunction on the pump, specifically noting the issue as malfunction 12. There was no adverse impact to the customer's blood glucose level. The caller was unable to reset the pump at that time, so technical support provided pump reset information, advising the customer to perform the reset when ready and to reach out for further assistance if needed, which the customer acknowledged and understood.